Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a type ia endoleak (proximal type I endoleak) of the zta-p-32-201-w1 was reported. The previous (first) thoracic endo vascular aortic repair (tevar) was performed on (B)(6) 2025. The procedure was conducted in a post-tar (total arterial revascularization) anatomy with a markedly steep aortic arch and a step at the distal anastomosis of the surgical graft. Significant difficulty was encountered during device (zta-p-32-201-w1) delivery; however, the device was eventually advanced to the intended target site. Balloon delivery was also difficult, and therefore final angiography was performed without balloon molding. No apparent endoleak was observed on the final angiography, and the procedure was concluded. At the three-month follow-up, findings suggestive of an endoleak were noted, and an additional procedure was planned. The zta-p-32-201-w1 was implanted slightly distal to the lsa within the surgical graft. The landing zone was the surgical graft. Patient outcome: secondary intervention performed 05mar2026 with placement of zta-p-32-155-w1. Balloon molding was performed using a 32-mm coda balloon. Disappearance of the endoleak was confirmed, and the procedure was completed.